Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Peritonitis was manifested by pain. The cause of the peritonitis was unknown. The patient was hospitalized for another indication. Treatment rendered for the event was not reported. The patient's recovery status was not reported. The action taken with dianeal therapy was not reported. No additional information is available.